Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 300 mg/dl at the time of the incident. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer reported the pump was shutting itself off. Troubleshooting was completed for the blank display and was resolved. The current pump was a recently replaced pump. The insulin pump will not be returned for analysis.